Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
47-year-old female patient was skiing and became unresponsive. Presented in cardiogenic shock. Impella cp insertion via the right femoral artery was successful, however the device had a high purge pressure alarm and the physician decided to exchange to a second impella cp. Extracorporeal membrane oxygenation (ECMO) was added, becoming the primary support device. Patient experienced ventricular tachycardia and the pump was repositioned. Patient transferred to another facility for care escalation. An aortic dissection was noted, but imaging review showed the dissection was present prior to initial impella implantation. Under continuing ECMO therapy, medications were increased, and the cp was repositioned. Impella cp was escalated to impella 5.5. On the first day of impella 5.5 support, the patient had ongoing sever hypoxia despite original veno-arterial (va) ECMO and also had large amounts of pulmonary edema from endotracheal tube (ett). Continuous renal replacement therapy (crrt) planned to be started to pull fluid. Patient also received several blood products since returning from the operating room (or). During 5.5 support patient was taken to operating room for surgical washout and chest closure. Stroke and hypoxic ischemic injury were diagnosed on computed tomography (CT) imaging. Patient continued on 5.5 support for several day, operating within expected flow ranges for the set p level, however the patient's prognosis did not improve and family withdrew care. The death will be conservatively reported on the third pump, impella 5.5.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.